Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that, during an unknown procedure, the blue lumen of the spectrum minocycline/rifampin impregnated triple lumen central venous catheter was cracked and leaking. Another device was ultimately used to complete the procedure. The customer confirmed that no patient adverse events resulted from the product issue. Additional information was requested from the customer, but none has yet been made available. The device is reportedly unavailable for return and evaluation.

Manufacturer narrative:
Blank fields on this form indicate the information is previously submitted, unknown, or unavailable. Investigation ¿ evaluation a review of the drawing, instructions for use (IFU), manufacturing instructions, and quality control was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed.the manufacturing documents in place at the time of the event were reviewed and it was found that the device aspect in question was visually inspected by quality control and no notable gaps in production or processing controls were noted. Each device is air leak tested during quality control inspection. The risk specification for the wire guide includes the failure modes including ¿extension tube fracture¿ and ¿leakage¿. The risk specification identifies that multiple risk controls are in place to mitigate the risk of this type of failure. The lot number was not provided, so a detailed search for non-conformances in manufacturing or same lot complaints could not be performed. The cook spectrum central venous catheter set is shipped with IFU, which provides warnings, precautions, and instructions for safe and effective deployment of the device. There are several steps to ensure the lumens and extensions of the catheter are functioning properly. Among the precautions, the IFU states: ¿ if lumen flow is impeded, do not force injection or withdrawal of fluids. Failure to ensure patency of the catheter prior to power injection studies may result in catheter failure. Notify attending physician immediately. Among steps for suggested catheter maintenance, the IFU suggests the following should steps be performed: ¿ (the triple lumen¿s #2 and #3 lumens) should be filled with saline solution or heparinized saline solution, depending on institutional protocol, prior to catheter introduction. ¿ any unused lumens should be maintained with continuous saline or heparinized saline drip or locked with heparinized saline solution. ¿ before using any lumen already locked with heparin, lumen should be flushed with twice the indicated lumen volume using normal saline. Lumens should be flushed with normal saline between administrations of different infuses. After use, lumen should again be flushed with twice the indicated lumen volume using normal saline before reestablishing heparin lock. Among the instructions for proper use, the IFU states: 1. If applicable, remove the luer-lock end cap from each extension. 2. Prepare the catheter for insertion by flushing each of the lumens and clamping or attaching the injection caps to the appropriate extensions. Leave the distal extension uncapped for wire guide passage. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.